Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator inappropriately shocked a patient for supraventricular tachycardia (svt). The patient received multiple shocks. Diagnostics had to be cleared due to the device memory being full. Programming changes were suggested. Medication changes were made. The patient was stable.